Event description:
A vaxcel mini port was placed for therapeutic purposes on 2004. Within three weeks, the pt developed an infection at the implantation site. The port was removed and replaced. The pt's condition is fine.